Manufacturer narrative:
One cadd ms3 ambulatory infusion pump was returned for analysis. Investigation verified the reported issue. The printed wiring assembly was replaced to fix the issue.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump stopped working with no error code and a blank screen. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information was received that there was a patient present at the time of the event. Demographic information included in a1-4. Date of the event was also provided in b3.